Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 306001 lot# serial# unknown implanted: explanted: product type screening device product ID 309201 lot# serial# unknown implanted: explanted: product type screening device if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated the wires were hanging and they could not tuck them in anywhere. The patient stated they disconnected everything from the ens device and is no longer receiving the therapy. Patient was referred to their doctor for further assistance. No further complications were reported at this time.